Manufacturer narrative:
The nurse manager reported that the zm transmitter was not displaying the heart rate (hr) at the central nurse's station (cns). There were three other zm transmitters with the same issue on the same cns (reported in tickets (B)(4). They were functioning normally for approximately 45 minutes prior to the call. The nurses reported seeing a "check electrodes" error message on three of the devices. The problem initially started with two teles and had since expanded to four. They tried removing and re-inserting the batteries and swapped the ECG cables, but the issue persisted. They were using a mixture of nk and non-nk accessories. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: central nurse's station (cns): model #: pu-621ra. Serial #: (B)(6). Device manufacturer data: 01/16/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The nurse manager reported that the zm transmitter was not displaying the heart rate (hr) at the central nurse's station (cns). No patient harm was reported.